Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that there was an extension failure. There was no other information provided from the hcp. The rep noted that they would review impedances when they see the patient and hcp. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. (B)(6) 2019 e1 (rep): no additional information was received.

Manufacturer narrative:
(B)(4). Based on registration information, the extension (serial number: (B)(4)) is a part of a mixed system as of (B)(6) 2019 using an implantable neurostimulator from another manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the patient was experiencing a loss of therapy. They tried to program around but had since come back with a continued loss of therapy. It was indicated surgery would now need to be performed to change the extension. The cause for the failure was unknown. The issue was not resolved at the time of the report.